Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure a complication was reported. The target lesion was a de novo lesion located in the mid left anterior descending artery with 95% stenosis and was 15mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 mm x 16 mm promus element plus stent with 0% residual stenosis. Immediately after the placement of 3.0 mm x 16 mm promus element plus stent, complications were noted, the details of which are unknown. This required placement of another 2.50 mm x 16 mm promus element plus stent. Following post-dilatation residual stenosis was 0%.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).